Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4) the hospital reported that vasoview hemopro 2 failed and was replaced with a new device, however it also timed out unexpectedly. A third device was opened and functioned without issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm. The pre-cautery test was not performed. The power supply was not swapped.